Event description:
The customer reported a clear liquid leak from the coulter lh 750 hematology analyzer. The volume of the leak was about 20 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, face shield and a gown at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 6/19/2015. The fse found a leak at check valve cv22-b was disconnected. The fse reattached the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(4).